Event description:
Complainant alleged that while attempting to treat a pt (age and gender unknown), the device inappropriately displayed an "attach pads" message. Complainant indicated that the clinician attempted to shock a second time and the shock was successfully delivered. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.